Manufacturer narrative:
(B)(4). It was reported that a patient experienced relapsing peritonitis 47 days after hospitalized the first time and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the relapsing peritonitis. On unreported date the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the relapsing peritonitis. During the hospitalization, the patient¿s pd catheter was removed on an unreported date and the patient was switched to hemodialysis. On an unreported date, the patient passed away due to relapsing peritonitis and congestive heart failure. It was reported that pd therapy was not ongoing at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional manifestations of peritonitis included abdominal pain and discomfort. The cause of the recurrent peritonitis was unknown. The patient was treated with ceftriaxone intravenously for two weeks (dose and frequency not reported) for the peritonitis. On an unreported date, the patient developed sepsis. The cause of the sepsis was unknown. Treatment for the sepsis event was unknown. It was not reported if the patient had recovered from the sepsis prior to passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized and treated with gentamicin (40mg, daily for fifteen days, intraperitoneally) for peritonitis. The patient was discharged from the hospital after four days. The cause of the peritonitis was unknown. At the time of this report, the patient had not recovered from the event. No additional information is available.